Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted peritonitis. The breach in aseptic technique was further described as the patient used a hand towel rather than paper towel after washing their hands and the patient¿s care giver placed a towel over their head rather than using a mask when performing dialysis. The event was manifested by abdominal pain and cloudy effluent. The patient was not hospitalized for the event. The patient was treated with intraperitoneal vancomycin (1g seven days prior to the receipt of this report, four days prior to the receipt of this report, one day prior to the receipt of this report, and two days after the receipt of this report) for peritonitis. Dianeal therapy remained ongoing. The patient recovered the day prior to the receipt of this report. On an unreported date, the patient was retrained on proper aseptic technique. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.